Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found blood/body fluid around the helix. Subsequent testing found the cathode coil was deformed at distal end of the terminal pin, and a stylet could no longer be introduced passed this area. This damage was likely a contributing factor to the helix mechanism issue which was seen in the field. Analysis did not identify any lead characteristics that would have resulted in the observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was confirmed via x-ray. The rv lead was attempted to be repositioned, but the helix was unable to re-extend. The rv lead was explanted. No additional adverse patient effects were reported.